Event description:
(B)(6) study. It was reported that post a stenting treatment procedure, a myocardial infarction occurred. In (B)(6) 2011, the 12 x 2.25 mm taxus liberte stent was implanted to treat an unspecified vessel. In (B)(6) 2012, a myocardial infarction occurred. The patient experienced recurrent ischemic symptoms lasting ten minutes or longer. Cardiac enzymes, a repeat angiography and an echocardiogram were performed.

Manufacturer narrative:
Device is combination poduct.device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was further reported that the taxus liberte stent was implanted to treat an 80% stenosed, proximal left anterior descending artery (lad) resulting in 0% stenosis. The patient was discharged on aspirin and plavix. In (B)(6) 2012, the patient presented with sudden onset of chest pain and pressure, nausea, vomiting, and diaphoresis. Electrocardiography, catheterization and 2d echo were performed. 100% late stent thrombosis in the lad was noted. The patient was admitted for emergent catheterization and was treated with aspirin, heparin bolus, effient post stent, and statins. The patient was discharged two days later.